Manufacturer narrative:
A f/u report will be filed after the quality investigation has been completed.

Event description:
It was reported that the tip broke on the handpiece during a procedure. A back-up device was used to complete the procedure with no pt or user injuries, and no adverse consequences.